Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent moved on the balloon. The 90% stenosed, moderately calcified lesion was located in the moderately tortuous circumflex vessel. The physician predilated the lesion with a 2.5x12mm non bsc balloon. A taxus express2 3.50x20mm drug eluting stent was advanced, however, there was difficulty passing the stent delivery system (sds). Upon removal of the sds, the stent started to slip off of the balloon when pulling the sds back into the guide catheter. The stent did not come completely off of the balloon. The entire system, (guide wire, sds with stent and guide catheter) was removed from the patient. The physician finished the procedure using a non bsc stent. Patient status after procedure is fine and stable.